Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 505 mg/dl at the time of incident. Customer needed assistance in pairing their meter and transmitter with the insulin pump. Customer stated that they had not set the insulin pump properly that might have caused high blood glucose. While pairing transmitter successfully with insulin pump, customer's blood glucose dropped to 446 mg/dl. It was unknown if the auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.